Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer and inner insulation of the lead became breached due to a rupture while in vivo.

Event description:
It was reported that the left ventricular (lv) lead exhibited increased impedances and the inability to capture. During removal, the lead separated easily at the suture tie down sleeve. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.